Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in more than one episode. Review of stored device memory also noted noise in stored episodes. Technical services (ts) discussed troubleshooting options. Tachycardia therapy was programmed off and surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.